Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server user informed that a member of the hit team accidentally deleted the database drive from the database server. As a result, all pyxis machines went into disconnected mode. As a temporary workaround, a known good snapshot from 10:36:58 pm last night was restored and the server was rebooted. Users were able to access medications from pyxis; however, refill transactions were currently inaccurate. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the station was on disconnected mode and not syncing after database deletion. The technical support specialist (tss) dialed into the database server and verified that the customer¿s pyxis es 1.11.0 prod environment experienced a database outage after the database drive on bea py db 02 was accidentally deleted and the vm was restored. Database integrity for dsserveroltp was verified through knowledge article, disaster recovery procedure for medstation es (new process) with no corruption found. After restoration, users could access data only up to the snapshot time, and all 22 medstation devices were unable to sync due to application to database connectivity errors. The connectivity issues were addressed after identifying structured query language (sql) connection errors from the application server. The issue was escalated to the integration engineering support team (iest) for site and care fusion coordination engine (cce) checks. Required recovery steps were completed from the disaster recovery procedure, which restored communication. After completing the required recovery steps, all errors were resolved and device synchronization was restored. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user informed that a member of the hit team accidentally deleted the database drive from the database server. As a result, all pyxis machines went into disconnected mode. As a temporary workaround, a known good snapshot from 10:36:58 pm last night was restored and the server was rebooted. Users were able to access medications from pyxis; however, refill transactions were currently inaccurate. However, there were no delays or adverse events or injuries reported based on this event.